Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2011, the patient was referred for cardiac catheterization per the liberte protocol. The lesion was located in the mid right coronary artery (rca). The lesion was 90% stenosed, 2.75mm in diameter and 34mm long. The lesion was treated with direct stent placement using a 2.75x38mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and praugrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized. Angiography without revascularization was performed. The event was considered to be recovering/resolving and the patient was discharged.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).